Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (8l87385), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 3 of 3 for (B)(4). It was reported by the customer in italy that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2022, it was observed that the cannula seized-up on the insertion trocar upon insertion of the cannula at the femoral level through the rgdfix 2.7mm btb br xpin kit device. The event happened again with two like devices. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional arrative: investigation summary the complaint device is not being returned, therefore unavailable for a physical evaluation. However the customer provided a photo which is showing the 3 trocar and sleeve damaged due to the jamming reported. Friction marks can be observed over the 3 devices. A few pieces of the sleeves can be observed. A manufacturing record evaluation was performed for the finished device 8l87385 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo result, this complaint can be confirmed. The possible root cause for the jammed condition can be attributed to procedural variables, such handling of the device or product interaction during procedure. Considering that the sleeve and the trocar has the friction marks, we can relate this issue to a bad axis alignment of the drill at the moment of insertion, the bending force applied and the higher spinning speed of the drill can contribute to the jamming condition of the sleeve and the trocar. As per IFU: directions for a successfully hole drilling and trocar and sleeve interaction are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.